Event description:
Update (B)(4) 2013 - medical records were obtained. Medical records indicate patient was revised due to increased fluid formation and brown stained tissues. The complaint was updated on: (B)(4) 2013.

Event description:
**Update**(B)(4) 2013 - sales rep reported revision procedure. It was noticed inoperative osteolysis. Part/lot information were identified. Complaint and associated MDR's were updated. There was no new information that would change the outcome of the investigation.

Event description:
Litigation received alleging that the patient suffers from pain, discomfort, loss of muscle mass, and deterioration of the soft issue in his hips. Also alleged is excessive levels of chromium and cobalt.

Manufacturer narrative:
Depuy still considers this complaint closed.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.